Event description:
The complaint is reported as: the pilot balloon would not inflate. The defect was found prior to use on a pt. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for eval; therefore, the complaint could not be confirmed and a root cause was not established. If the device is returned, a f/u report will be submitted with the investigation results.